Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting elevated pacing thresholds and impedances. It was noted that the set screw was not fully inserted into the device header. Intervention was done and the pin was fully reinserted. No patient complications have been reported as a result of this event.